Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). Reportedly, the customer delivered a bolus for carbohydrates, however, the customer did not end up eating as expected. Customer addressed low bg levels by eating.

Manufacturer narrative:
Conclusion code 61 is in addition to initial reported information.